Manufacturer narrative:
The system data log and treatment tip were returned for evaluation. Treatment tip evaluation is in progress. Based on the evaluation of the data, the hand-piece and system performed as expected. A review of the device history records is in progress. Based on available information, no causal factors can be determined and no conclusion can be drawn.

Manufacturer narrative:
Additional medical information has been requested, but not received. A review of the device history records is in progress. Based on available information, no causal factors can be determined and no conclusion can be drawn

Event description:
A doctors office reported that a patient received a laser treatment, it was completed with the 3.0 total tip on the face and neck on a setting between 2.0-3.0 with no errors. No numbing cream was used during the procedure. About two hours post treatment the patient contacted them to complain of approximately 30 burns across their face and neck. They developed superficial scabs that darkened over time. The patient is currently using hyaluronic acid, lotion and sunscreen to treat the scabs. The patient is concerned about scarring however, the doctor has indicated it is unknown if there will be any scarring. Pictures provided were taken a few hours post treatment, and appear to show burns across the face and neck. Additional medical information has been requested, but not received.

Manufacturer narrative:
Evaluation of the data-card found no issues with the system and hand-piece. The treatment tip was not available for return. The data-card log found errors associated with user technique where constant force until the tone ends (until the end of post cool state) was not maintained. These errors can possibly result in an unsafe condition. According to thermage cpt system technical user¿s manual the procedure may produce heating in the upper layers of the skin, causing burns and subsequent blister and scab formation. There is a small chance of scar formation. Application of topical steroidal or antibiotic preparations may be of benefit. In the rare instance of a burn that results in a scar, the scar will probably be very small and respond readily to removal with a laser device. Based on all available information burns, blisters, scabbing, and scarring are known possible patient reactions to thermage treatment.